Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient fell yesterday and for some reason the stimulator saved him from getting hurt. Caller wanted to know if the device could sustain a fall from a 200 pound person or if it could have done any damage to the device. Caller mentioned that after the fall that the ins feels different and "not hard in one piece". Agent asked if there are changes in patient symptoms however caller mentioned that they can't determine if the changes was caused by the ins. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient had a fall on the buttock. Urinary frequency and nocturia. X-ray done and leads position normal. The cause of the device not working was not determined. Most likely cause was due to fall. Patient shut off the device and turned it back on and sx improved. It was reported that the issue was resolved. The falls effect was not determined.